Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after it was dropped. Customer¿s blood glucose was 10.9 mmol/l. No harm requiring medical intervention was reported. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap/reservoir locked properly in place. Device received with cracked battery tube threads. Device received with scratched case. Device received with pillowing keypad overlay. Device received with corroded battery tube.